Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is completed.

Event description:
Customer reported that their acuity laptop cpu went down and will not boot. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. (B)(4): the customer did not provide any pt info.